Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cannula infusion set; the infusion site adhesive was saturated with blood and the user denied dislodgement, and replacement infusion sets and connectors were shipped with education provided on absorption issues and time to insulin effect. Symptoms included elevated blood glucose over 400 mg/dl and headache. Outcomes included troubleshooting and education with advice to monitor for glucose decline after a set change; no hospitalization was reported. Investigation included review of use conditions and product performance based on user report. Investigation of this case revealed a likely infusion site complication with impaired insulin delivery due to a bloody site, consistent with reduced absorption at the cannula. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.